Manufacturer narrative:
Syncardia initiated a corrective action (CAPA) to investigate the root cause of tah-t cannula tears. The investigation is in process. The results of the investigation will be provided in a supplemental MDR.

Event description:
The pt was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2012, support by a circulatory support system (css) console. On (B)(6) 2012, he was switched to a portable freedom driver and was subsequently discharged to home. On (B)(6) 2013, the customer reported tht the pt returned to the hospital for a checkup and exchange of his freedom driver for 120 day service. The pt's drivelines were inspected, and initial inspection revealed duct tape wrapped around the left cannula. The pt reported that he wrapped the duct tape around the left cannula to prevent kinking, but denied observing any damage or air leaks. After removal of two layers of duct tape, an audible leak was heard from the left cannula at the cpc connector. The right cannula was discolored, but no air leaks were observed or heard. The pt's cannulae were repaired by cutting off several inches of the ends of both cannulae, re-inserting the cpc connectors, and wrapping self-fusing silicone tape around both cannulae to reinforce them. There was no negative impact on the pt during the cannulae repair. The tah-t and freedom driver continued to perform their life-sustaining functions and provide adequate support to the pt. After completion of the cannulae repairs, the pt was admitted to the hospital for treatment of high panel reactive antibody (pra) levels. He was released to home on (B)(6) 2013. (B)(4). Syncardia requested that the tah-t and cannulae be returned to syncardia for eval after the pt has been transplanted.